Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 30 white reload and sureform 30 curved-tip stapler instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed. A review of the stapler log shows that the sureform 30 curved-tip stapler instrument, (lot number: k12250508-0124), was installed on the system one time and fired one white stapler reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred after the surgeon fired a sureform 30 curved-tip stapler instrument loaded with a sureform 30 white reload. After the stapler reload was installed, it was noted to be improperly seated. There was a visible gap between the stapler instrument and the white stapler reload. The jaws of the stapler instrument were opened and closed several times, after which the white stapler reload appeared fully attached with no gap, and the pulmonary artery was stapled. At the end of the firing sequence; however, the staple line appeared incomplete, with ¿insufficient firing¿ in some areas, which resulted in bleeding. Although the bleeding was reported to be arterial, there was no "gush" of bleeding and hemostasis was successfully achieved. The surgeon then used a sureform 45 curved-tip stapler instrument to complete the procedure, which was finished robotically without further issues. Additional information has been requested; however, no response has been received.